Manufacturer narrative:
The explanted pump and the system controller in use with the patient at the time of the event were returned for evaluation. Data from the returned system controller was retrieved and evaluated. The system controller log file contained events which indicated that the system operated as expected. The events recorded at the end of the log file appeared consistent with the process of removing the system controller from service. Full functional testing was performed using laboratory equipment and the returned system controller functioned as intended during analysis. The explanted pump was returned assembled with the percutaneous lead (driveline) cut approximately 2 inches from the pump housing. The distal portion of the driveline was not returned. Prior to disassembly of the returned pump, examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the analysis of the returned pump and system controller. A direct correlation between the returned devices and the reported event and subsequent patient outcome could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records of the pump and system controller revealed the devices met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a hemorrhagic stroke and expired. No further information was provided.